Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a high priority alarm caused by "deep discharge" of the battery. The battery remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the battery ((B)(4)) was not returned for evaluation. A review of the manufacturing records confirmed that the associated device met all requirements for release. Failure analysis of the device was not performed since the unit was not returned. The reported event was confirmed via review of the controller log files, which revealed a critical battery alarm on (B)(6) 2018, at 04:14:52, where (B)(4) was connected to power port 2 and triggered a critical battery alarm at 9% relative state of charge (rsoc). A review of the data file revealed that at 10:02:53, both power sources were at 24% rsoc. Once both sources are at 25%, one of the power sources will continue to drain to 10%. During this time period, the patient will get a low battery alarm to alert the patient that a power source is below 25% rsoc. The data file revealed that prior to the alarm, the patient had exchanged the battery that was connected to power port 1, leaving the controller connected to (B)(4) only. (B)(4) eventually drained to 10% rsoc; the controller will trigger a critical battery alarm if a battery is allowed to drain to 10% rsoc. As a result, the most likely root cause of the reported event can be attributed to the patient allowing (B)(4) to deplete to 10% rsoc, triggering a critical battery alarm. If information is provided in the future, a supplemental report will be issued.